Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed calibration error and that the sensor alerted to warn low and high blood glucose levels. The most recent blood glucose reading was 198 mg/dl. The customer stated that the sensor glucose readings ranged from as low as 41 mg/dl to as high as 259 mg/dl. She removed the sensor prior to the call, and troubleshooting could not be completed. She was advised to replace the transmitter and sensors. Nothing further reported.